Event description:
The customer reported via phone call he was receiving sensor error alerts. The customer's blood glucose was low at 49 mg/dl. He treated with carbohydrates. The customer stated that the sensor had just been inserted and the alert occurred during initialization. Customer was advised to wait until stabilization period is past and attempt to calibrate. The customer mentioned having two other sensors that did not work and one that came off bent while swimming.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.